Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results was 139 mg/dl vs lab result of 178 mg/dl. Tests were done within 30 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.